Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7060567.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. It was also noted that the patient experienced inadequate stimulation despite reprogramming attempt, due to spinal cord stimulation (scs) lead migration as confirmed via x-ray. The patient underwent ipg and lead replacement procedure and was doing well postoperatively. All explanted device components were discarded.